Event description:
It was reported the patient died approximately five months after device replacement. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) proximal segment of the lead returned and analyzed. No anomalies found, outer insulation white substance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) proximal segment of the lead returned and analyzed. No anomalies found, outer insulation white substance.